Event description:
It was reported that the pt expired on the device. There was no known problem with the device. It was also reported that the pt was a pediatric ventilator pt.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.